Manufacturer narrative:
Results of investigation: it was reported that, a trial femoral head 36 s/+0 was noticed to be fractured. As this was noticed upon cleaning and sterilization activities, there was no patient involvement. The device intended for use in treatment has been returned for further investigation. Upon visual inspection, the reported failure could be confirmed and one flap on the inside of the device is broken-off. A complaint history review was performed. Seven (7) additional complaints regarding the batch in question were found. Six (6) out of the seven (7) additional complaints had the same failure mode as the reported one. A review of the production documentation did not reveal any deviations from the standard manufacturing procedure. Based on the available information and the performed investigation, the reported failure mode and the complaint could be confirmed. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These issues are due to high loads, beyond the design limit, that may arise on the tabs during manipulation. The failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is within the risks level that are anticipated in the risk management documentation. The current design remains therefore state of the art. As part of the continuous improvement smith + nephew is nonetheless working on a design enhancement, options are currently being reviewed and tested at our facility. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. The returned device will be scrapped.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a trial femoral head 36 s/+0 was noticed to be fractured. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.